Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that the probe cutter was not working properly during a vitreo-retina eye surgery. When the surgeon was pressing the console's foot pedal to being vitreous cutting, the probe cutter would open but would not close. There was aspiration of the probe cutter at the time of the event. The product was replaced and the procedure was completed without consequences to the pt. There are no other event details available as per the reported for this report. A product sample has been requested for evaluation.